Event description:
It has been reported to philips that the host pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that the suite pc failed to reload the software. Upon troubleshooting actions, fse found heb (hybrid extension box) was faulty while reloading the software. Fse replaced the heb (hybrid extension box) and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.